Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when used on a patient, the arctic gel pad did not circulate. When the product was removed and connected to the circulation check line, water flowed, so it was determined that the pad was defective from the start. When a new pad was connected, water began to flow. The lot number was currently being confirmed.

Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. Potential failure mode is low flow / restricted due to overheating of materials during lamination process, water flow path compromised. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The labeling is found to be adequate. Based on the results of the investigation no additional actions are required at this time. Correction: d: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when used on a patient, the arctic gel pad did not circulate. When the product was removed and connected to the circulation check line, water flowed, so it was determined that the pad was defective from the start. When a new pad was connected, water began to flow. The lot number was currently being confirmed. Per follow up information received via task on 14apr2025, the product will be sent in for a bd-approved facility for evaluation. They used a new, identical product and it worked fine. Lot details unknown.

Manufacturer narrative:
The reported event is unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. Visual evaluation of the returned sample noted three opened small arctic gel pads present with original packaging label. Visual inspection noted the following: - no obvious visible defects such as cuts or tears in the foam. - no visible chips or deformities at the ends of all connectors. - tubing for all the pads noted no kinks present. - hydrogel layer is degraded on all pads. Hydrogel easily leaks from the pads and comes off when touched. Pads have sticky patches of hydrogel that had leaked onto the back foam. Record was opened to capture this finding. - no crushed dimples or signs of overlamination in the pads. - the pads were returned very wet. Each pad was individually tested using tm0301222 rev 3. All individual measured flow rates are outlined. - right chest pad: a total of 5.1 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 39%, inlet pressure was -7.0 psi. - left chest pad: a total of 4.8 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 36%, inlet pressure was -7.0 psi. - right thigh pad: a total of 3.8 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 31%, inlet pressure was -7.0 psi. The labeling/packaging review is not required as the reported event is unconfirmed. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when used on a patient, the arctic gel pad did not circulate. When the product was removed and connected to the circulation check line, water flowed, so it was determined that the pad was defective from the start. When a new pad was connected, water began to flow. The lot number was currently being confirmed. Per follow up information received via task on 14apr2025, the product will be sent in for a bd-approved facility for evaluation. They used a new, identical product and it worked fine. Lot details unknown. Per sample evaluation results on 15oct2025, hydrogel layer was degraded. Hydrogel easily leaks from the pad and comes off when touched.